Event description:
It was reported that the patient was exercising when oversensing/fracture occurred. The lead was explanted. No patient complications have been reported as a result of this event. Additional information received reported the patient experienced inappropriate and/or excessive shocking.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead returned for analysis.